Manufacturer narrative:
Date rec'd by MFR: 23jul2019. The part was returned to the manufacturer for failure investigation. It was determined that the gas delivery system (gds) assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the oxygen concentration was out of specification at the 30% setting. There was no patient involvement.

Manufacturer narrative:
Phone not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the oxygen concentration was out of specification at the 30% setting. There was no patient involvement.

Manufacturer narrative:
MFR recieved date: 03may2019 the manufacturer¿s international service technician confirmed the reported concentration was barely within specification. The manufacturer¿s international service technician replaced the flow sensor assembly preventively. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.